Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had migrated. Surgical intervention was undertaken wherein the lead was explanted. Additional information received identified that surgical intervention was undertaken on (B)(6) 2021, wherein the lead was replaced. Effective therapy was restored post operatively.